Manufacturer narrative:
Date of report : (B)(6) 2019. PMA/510k (B)(6) 2019. Correction. Information was received that the customer declined service/repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. The customer was sent a quote for repair/service of the device. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a flow error with the exhalation flow accuracy. There was no patient involvement. The event date was not specified; estimate used.